Event description:
There were no pmma centralizers packed with the 44 no. 0 cemented exeter stem. The hospital had individual pmma centralizers as consignment stock so we opened one of those and completed the operation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.